Manufacturer narrative:
Patient 28-001 suffered a cva two weeks after stopping plavix, however during the event, the enterprise stent was patent and fully expanded, appose to the vessel wall and in a stable position. During the index procedure, an enterprise vrs (B)(4) was used, and plavix was taking for 3 months post procedure. The patient is at neurological baseline and has been since being admitted to the hospital. The stent was placed on a scheduled visit with coil embolization. The patient was placed on plavix 75 mg daily and asa 81mg daily beginning 5 days before the procedure and continuing for 3 months after the procedure, and asa 81mg for life. Patient is compliant with medications. The aneurysm is a 10 x 11 x 13 mm ophthalmic segment aneurysm of the left internal carotid artery (dome max ht: 11 mm, dome max width: 12 mm, neck width: 6 mm, and neck to dome radio: 1:2). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient has no neurological deficits. Her symptoms resolved before angiogram of (B)(6) 2011. Her symptoms were right arm up to shoulder heaviness, numbness, and occasional tingling. She had an MRI at an outside facility which showed a 3.5 mm left cortical acute stroke. She has had several follow-up visits with neurology and remains completely neurological intact. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that post enterprise vrd assisted coil embolization the patient was on plavix for three months and then had a cerebral vascular accident (cva) two weeks after stopping plavix. The patient is at neurological baseline and has been since being admitted to the hospital. This (B)(6) female patient underwent a 22mm enterprise vrd coil embolization of a 10x11x13mm aneurysm in the ophthalmic segment of the left internal carotid artery: dome max ht: 11 mm dome max width: 12 mm neck width: 6 mm neck to dome radio: 1:2. The patient was placed on plavix 75mg and asa 81mg daily beginning 5 days prior to the procedure. It was reported that the stent was patent during the event and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position after the placement. Two weeks after stopping plavix her symptoms were right arm up to shoulder heaviness, numbness, and occasional tingling. She had an MRI at an outside facility which showed a 3.5mm left cortical acute stroke. Her symptoms resolved prior to follow-up angiogram the day after the symptoms. The follow-up cerebral angiogram showed good apposition and patency of the enterprise stent and persistent coil occlusion of the aneurysm. She remains completely neurologically intact with several follow-up neurology visits planned. Additional medical history includes mild hyperlipidemia and hypothyroidism (well controlled). Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425607. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. In response to investigational questions regarding the patient history and event procedural cds were received and reviewed by an independent interventional neuroradiologist. It was reported that the first 3 cds contain the embolization procedure and the last 2 cds contain the follow-up cerebral angiogram performed one day post onset of neurological symptoms, as indicated by the date. The reviewer reports demonstration of the presence of a large wide necked left paraclinoid internal carotid artery aneurysm directed medially. Adequate apposition of the enterprise stent within the supraclinoid segment of the left ica with good coverage of the aneurysm neck is seen followed by multiple series with evidence of coil deployment in the aneurysm sac through a microcatheter placed through the struts of the enterprise stent. The final index series of the left carotid angiogram demonstrates full obliteration of the aneurysm sac and preserved patency of the left supraclinoid internal carotid artery. The follow-up angiogram, which based on the date, is the day after onset of symptoms occurring two weeks post discontinuation of plavix three months post procedure. Lateral and left anterior oblique views of left common carotid arteriogram demonstrate that the left carotid bifurcation is located at the c3-4 level and there is no evidence of left carotid stenosis. Ap and lateral views of the left internal carotid arteriogram show the presence of a well apposed enterprise stent and platinum coils obliterating the sac of a left medial paraclinoid internal carotid artery aneurysm. This is also demonstrated in multiple magnified views of the left internal carotid arteriogram. The reviewer reports that it is not evident upon review of these films the cause for the patient's acute stroke event 4 months following stent assisted coil embolization of her wide necked left medial paraclinoid internal carotid aneurysm. The enterprise stent appears to be well apposed and must be at this time endothelialized and the follow-up cerebral angiogram showed no evidence of intimal hyperplasia or in stent restenosis. The aneurysm is well packed and there is no coil protrusion into the enterprise stent or parent vessel. The follow-up cerebral angiogram showed that the aneurysm remained obliterated with no significant residual or recurrence since the embolization procedure. Per the reviewer, one speculation could be that the patient is resistant to plavix or a "rapid metabolizer." The question was raised as to whether she may currently be on other medications such as protonix that interacts with plavix to reduce its effectiveness. However, even this would be unusual since most stroke events would occur much sooner, usually in the first 6 weeks after stent deployment. Other embolic sources (e.g. Cardiac) could be possible, although the stroke occurred on the same side as the embolized aneurysm. There is no morphologic abnormality seen on the provided films to confirm any malfunction of the enterprise vrd. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although no definitive conclusion can be made it is possible that patient/pharmacological factors may have contributed to the event. Based on the available information, the device history records review, and review of provided angiogram images there is no indication of any device manufacturing or performance issues contributing to the reported cva. Therefore, no corrective actions will be taken at this time.

Event description:
Patient (B)(4) suffered a cva two weeks after stopping plavix. During the index procedure, an enterprise vrs (enf452212/01425607) was used, and plavix was taking for 3 months post procedure. The patient is at neurological baseline and has been since being admitted to the hospital. The stent was placed on a scheduled visit with coil embolization. The patient was placed on plavix 75 mg daily and asa 81mg daily beginning 5 days before the procedure and continuing for 3 months after the procedure, and asa 81mg for life. Patient is compliant with medications. The aneurysm is a 10 x 11 x 13 mm ophthalmic segment aneurysm of the left internal carotid artery (dome max ht: 11 mm, dome max width: 12 mm, neck width: 6 mm, and neck to dome radio: 1:2).

Manufacturer narrative:
Lake region lot number 01425607. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425607. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.